Manufacturer narrative:
Other relevant device(s) are: enbf3616c166e; v01060798. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a 78 mm in diameter abdominal aortic aneurysm. It was reported that, approximately four years post index procedure the ipsilateral and contralateral limbs of the endurant bifurcate had migrated into the aneurysm sac and that there was a bilateral type ib endoleak. Per the physician, the cause of the event was due to the patient anatomy of short common iliac arteries and due to aortic remodeling. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.